Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized and is in intensive care unit due to hyperglycemia and diabetic ketoacidosis on may 1, 2019. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer declined troubleshooting. The customer did not experience any symptoms related to high blood glucose. Customer was unable to complete carelink upload. The device will not be returned for analysis.